Event description:
The physician attempted treatment of a fibroadenoma with the visica treatment system. Following programming of the treatment algorithm and pre-test, the timer display jumped to a time greater than that programmed. Manual manipulation of the timer was required to toggle time for the correct treatment exposure. This mitigation is addressed in the product instructions for use. Treatment was successfully completed and there was no patient incident related to this malfunction.